Manufacturer narrative:
The actual device and one photograph were received for evaluation. A visual inspection of the provided photo and no the reported failure was not visible. The visual inspection of the actual product with naked eye did not show any conspicuousness. A leakage test of the dialysate side and the blood side were also performed and no leakage could be found. The reported failure could not be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 14l, an external fluid leak was observed. There was patient involvement, but no adverse event reported. No additional information is available.